Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and granuloma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and granuloma.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Pain, hard breast. "Hyalinosis, as well as siliconomas, with foreign body granulomas and histiocytic-resorptive inflammation". Device has been explanted and replaced.